Event description:
During insert of screw in a trident cup, fragments of the screw has fallen off. Surgeon thinks that he inserted the screw in a too high angulation.

Manufacturer narrative:
An event regarding incorrect insertion and metal shedding debris involving a 6.5 cancellous bone screw was reported. The event was confirmed. Device evaluation and results: a material analysis report concluded that the bone screw had a material damage to a significant portion of its threads. The damage was consistent with the reported manner in which the screw was inserted, allowing it to contact the trident cup and shear off the crest of the threads. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Review of the device history records for (B)(4), lot mmrrw0: records indicate devices were manufactured and accepted into final stock on (B)(6) 2013 with no reported discrepancies. Review of the device history records for (B)(4), lot mmn0em: records indicate devices were manufactured and accepted into final stock on (B)(6) 2013 with no reported discrepancies. 1 device was scrapped at seq. 20 ¿ machine screw. All devices accepted into finished goods conformed to specification. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that incorrect insertion and metal shedding debris was caused by the damage was consistent with the reported manner in which the screw was inserted, allowing it to contact the trident cup and shear off the crest of the threads. This confirms the reported from the surgeon think that he inserted the screw in a to high angulation.

Event description:
During insert of screw in a trident cup, fragments of the screw has fallen off. Surgeon thinks that he inserted the screw in a too high angulation.

Manufacturer narrative:
Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.